Event description:
During use of the device for a cardiopulmonary bypass procedure, the centrifugal pump unexpectedly stopped. An alternate device was employed and the procedure concluded without incident. There were no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.